Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using through the navarre universal drainage catheter. Prior to the procedure, it was noted that the packaging was labeled as an 8f drainage tube, but the actual product was a 10f drainage tube. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound-guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain catheter. Prior to the procedure, it was noted that the packaging was labeled as an 8f drainage tube, but the actual product was a 10f drainage tube. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows native language text on a white package. Therefore, the investigation is inconclusive for the reported component missing and component misassembled issues as the provided photo was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.